Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications.

Event description:
It was reported that: anesthesiologist used an oral bite guard for patient to protect airway. After the procedure was complete and the patient was waking up the patient bit down on the mouth guard and it snapped apart into two pieces. The device broke (handle separated from the bite guard that was positioned between the pts molars) patient was placed at risk of aspiration and/or possibility of swallowing the part that was still retained in the mouth. Due to patient still being sedated and uncooperative it took 5 minutes to retrieve the broken piece from the patients mouth. Additional information: there was no reported patient harm or consequence. They were discharged as per care plan.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: anesthesiologist used an oral bite guard for patient to protect airway. After the procedure was complete and the patient was waking up the patient bit down on the mouth guard and it snapped apart into two pieces. The device broke (handle separated from the bite guard that was positioned between the pts molars) patient was placed at risk of aspiration and/or possibility of swallowing the part that was still retained in the mouth. Due to patient still being sedated and uncooperative it took 5 minutes to retrieve the broken piece from the patients mouth. Additional information: there was no reported patient harm or consequence. They were discharged as per care plan.